Manufacturer narrative:
Patient and device details unavailable as of the date of this report. This report is submitted on january 16, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
It was reported that the patient experienced skin infection at abutment site and was treated with antibiotics (date and type not reported).